Manufacturer narrative:
Follow up received on 15-jun-2016: the patient provided the contact details of her doctor. Follow up 20-jun-2016: follow up information was received from physician and consumer. Consumer reported that during repeat essure procedure it was discovered that the coil inserted into the right tube had not opened completely. Doctor removed the portion of the coil that had not adhered, and inserted another coil into her right tube. It was at the follow-up hysterosalpingogram on (B)(6) 2015, when we discovered that the newly-inserted coil had functioned properly and the right tube was now completely closed. Physician reported that the first essure insertion was done on (B)(6) 2014 without difficulty or complication. On (B)(6) 2015, she had a hysteroscopy that revealed the essure coil in the right tube but a filamentous band from the insertion device could be seen causing incomplete expansion of the coil to fill the entire tube. A tract appeared beneath the coil but showed the coil in the ostia canal. The coil was adherent to the ostia canal anterior wall but the remaining, posterior canal was non-adherent. The fibrinous band was grasped and pulled off the coil and removed. Visualization of the ostia canal did not show the coil to expand an fill the remaining portion of the tubal canal as hoped. She was advised that the right side would probably remain patent and not to use as contraception. She was given other options for contraception at that time. Company causality comment: this medically confirmed and spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and the device was not placed correctly, the coil was adherent to the ostia canal anterior wall but the remaining, posterior canal was non-adherent, visualization of the ostia canal did not show the coil to expand an fill the remaining portion of the tubal canal (seen as device dislocation). The fibrinous band was grasped and pulled off the coil and removed (interpreted as intentional device misuse). Both events were considered serious due medical importance and listed in the reference safety information for essure. Device dislocation may occur during essure use. In this case, the right essure device was not placed correctly. The right tube was found open and patent during confirmation test and due to this dislocation the device was removed hysteroscopically and a new one was inserted on the right tube. Then, patient recovered. The exact date and mechanism of device dislocation have not been informed. Considering the nature of the events, causality with essure use cannot be excluded. Since an intervention was required, this case is regarded as incident. Based on available information, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
29-dec-2015: case closed.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 14-may-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert), lot number c91766, implanted on (B)(6) 2014. It was reported that when essure was released from inserter on final wheelback, coil became unwound. That was discovered during the hsg. New coil was placed successfully. The patient had no injury. Follow-up received on 11-jun-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a reported product issue. The bayer reference number for the ptc report is (B)(4) and the local number is (B)(4). Final assessment: lot number: c91766; production date: 04-aug-2014; expiration date: 31-aug-2017. Deployment difficulty is defined as a failure of the micro-insert outer coils to expand from the wound down position. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper deployment: 1) rollback to initial hard stop. 2) depress button. 3) perform final rollback. Under normal circumstances, when the physician completes the proper essure placement steps, the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengagement occurs, the outer coils should expand. If it does not, this is referred to deployment difficulty. Several factors can contribute to a deployment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from expanding and releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a deployment difficulty event during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a reported product issue. However, no adverse events were reported at this point in time. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information received on 09-jun-2015 and 10-jun-2015 from consumer: the consumer reported that she had the essure procedure in december of 2014 for contraception. At the follow up confirmation test, she was informed that she had a "faulty" coil on one side, which prevented her fallopian tube from occluding properly. The procedure was redone on the affected side in (B)(6) of 2015. The consumer reported that she was still waiting for the physician to verify the confirmation after the second procedure. Follow-up information was received on 08-sep-2015 via essure health care provider general questionnaire. Patient's weight and height were provided. Concomitant condition included obesity (bmi (B)(6)). Medical history included dilatation and curettage in 2005, pcos (interpreted as polycystic ovarian syndrome) and infertility. She was (B)(6) post-partum at the time of essure insertion. Cervical dilatation, sounding and analgesia (bio sup, oxyxodone, xanax) were applied during insertion. The essure was easily implanted and the visualization of tubal ostium was easy. Both sides were visualized. Fluid loss was less than 1500cc and the procedure did not take more than 20 minutes. On (B)(6) 2015 hsg (hysterosalpingogram) was performed and showed the left tube occluded, right tube open and patent. Birth control pills were used as back-up contraception. It was reported that essure was not placed correctly. The defective coil was removed via hysteroscopy and a new coil was placed on right tube on (B)(6) 2015. No hospitalization was required. The removal was medically necessary. Bilateral blocked tubes was the outcome. Company causality comment: this medically confirmed and spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and the device was not placed correctly. This event, seen as device dislocation, is serious due medical importance and required intervention and listed in the reference safety information for essure. Device dislocation may occur during essure use. In this case, the right essure device was not placed correctly. The right tube was found open and patent during confirmation test and due to this dislocation the device was removed hysteroscopically and a new one was inserted on the right tube. Then, patient recovered. Although the exact date and mechanism of this event have not been informed, considering its nature, causality with essure use cannot be excluded. Since an intervention was required, this case is regarded as incident. Further information (updated technical assessment) is expected.